Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire and the reported separation was confirmed. The reported difficulty to advance through an introducer sheath was unable to be confirmed due to the returned condition of the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficult to advance/position and core separation appear to be related to operational circumstances of the procedure. In this case, it is likely that the introducer sheath encountered resistance during the advancement over the guide wire likely causing the guide wire to kink. Manipulation against resistance likely caused the reported separation. The subsequent noted damaged on the guide wire likely occurred during retraction with the snare device. Additionally, the treatment appears to be related to the operational context of the procedure as the separated portion of the guide wire was removed using a snare device prolonging the procedure. The noted kinks on the core likely occurred during packing for return analysis. The noted teflon coating damage likely occurred during retraction through the torque device and/or other accessory devices used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following additional information was received: this was a right heart study. The bmw guide wire was used in the brachial vein. A 5 french sheath was being advanced on the bmw wire, when resistance was met and approximately 45 cm of the guide wire broke. The guide wire was removed via snare. New vessel access was achieved with ultrasound and the right heart study was completed. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Date of event: estimated date of occurrence.

Event description:
It was reported that the balance middle weight (bmw) guide wire separated inside the patient during the procedure. The separated segment of the wire was removed via a snare device. The patient is doing fine. No additional information was provided.